Event description:
It was reported that a false eri alert was noted. The device was reprogrammed. The patient¿s condition is fine after the event. During surgery, electro cautery had been used.

Manufacturer narrative:
(B)(4).